Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (10mg/ml at 2.213 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient missed a refill in (B)(6) 2018 and the empty pump alarm was occurring. The issue was resolved with troubleshooting and no symptoms were reported. No further complications have been reported as a result of this event.